Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a crack in its screen. The blood glucose reading was 229 mg/dl. The customer did not know how the damage had occurred. She complained of not feeling well. She also noted that she had had a high blood glucose reading of 450 mg/dl the night prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a broken reservoir tube lip. The pump had no cracks on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.